Manufacturer narrative:
Section a1: patient's information cannot be handled by abbott in absence of patient's written consent as required by the personal data protection national legislation. This information should have been redacted from the initial report. Manufacturer's investigation conclusion: a specific cause for the reported events as well as a direct correlation to the heartmate 3 left ventricular assist system (lvas), serial number mlp-014451, could not conclusively be determined through this evaluation. Per additional information from the clinical specialist, the device would not be returned for evaluation. The relevant sections of the device history records for mlp-014451 were reviewed and showed no deviations from manufacturing or quality assurance specifications. The lvas kit was shipped on 26jun2020. The heartmate 3 lvas instruction for use (IFU) and patient handbook are currently available. This IFU lists death, stroke, bleeding and respiratory failure as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system in section 1, ¿introduction¿. Section 6, ¿patient care and management¿ also provides information regarding anticoagulation, including the recommended inr values. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Patient weight was estimated from most recent figure provided. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient passed away due to cardiac arrest after acute subdural hematoma. The patient fell at home, bled from mouth and nose, and became unconscious requiring ventilation on admission. Computed tomography (CT) showed thick acute subdural hematoma on the right front temporoparietal with intracerebral hemorrhage on bilateral frontal lobe.